Event description:
The plaintiff's attorney alleges that the pt experienced a sudden cardiac event and subsequently died five days later as a result of the exposure to naturalyte and/or granuflo administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.